Manufacturer narrative:
The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. There was no cracks on the lcd window noted during visual inspection.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated there was a crack on their insulin pump, located on the upper left corner of the screen. Customer also stated it was becoming difficult for them to read the screen. It was also found the customer had dropped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.